Event description:
A manufacturer representative (rep) via the patient reported that they haven't charged or used their battery in over a year, noting that they have had difficulty recharging since implant . The recharging issues are likely caused by the battery being tilted at an odd angle, with most of it being deeper than 1 cm, with one corner pressing out against the skin due to the tilted implant angle. The skin was looked at by the healthcare provider (hcp) for fear of erosion but everything looked okay. It was stated that the patient is unable to communicate with the battery using the patient programmer (pp), cannot initiate charging with the implantable neurostimulator recharger (insr), and that they can find antenna using antenna locate but have weak coupling. A power on reset (por) was performed but the patient is still unable to charge after 60 minutes elapsed. The device is going to be removed and replaced with a new non-rechargeable implantable neurostimulator (ins). Indication for implant is multiple low back surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.